Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fluids, crease flat, yellow particles, opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify sharp edge opening. A dimension measurement in the shell was performed which identify the thickness within specification, based on the device analysis the final assessment is: a sharp opening edge on radius due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "rupture" of the saline tissue expander, and "loss of a large part of its volume, impossible to expand the cavity." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "rupture" of the saline tissue expander, and "loss of a large part of its volume, impossible to expand the cavity." Device has been explanted.